Event description:
It was reported that customer received a button error alarm during bolus. It was also reported that buttons were not responding. Customer's blood glucose was 25.6 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent up button response due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.